Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 202 mg/dl. Troubleshooting was done. The customer's mother stated that they able to saw critical pump error image on screen. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electrical board. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.